Event description:
It was reported that the patient's pocket was revised for an unknown reason. Their implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. The patient's status was unknown.